Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillator has a blue light flashing and is making a beeping alarm sound. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that a blue light was flashing and the device is making a beeping alarm sound. There was no reported patient involvement. Available details indicated that this case was created in error and was canceled by the facility manager. No further information has been provided by the customer, and no repair activity has been performed by philips. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated device information to confirm this a hs1 device and not a mrx. Updated evaluation method code grid.

Manufacturer narrative:
Updated device problem code grid.

Event description:
It has been reported that the device is failing self-test.